Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient, additional patient information has been added to the complaint. The customer informed physio-control that no further patient information is available.

Event description:
The customer contacted physio-control to report that their device was not able to detect patient connection and prompted "connect electrodes" which prohibited the device from being able to charge for defibrillation. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy cable to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device was not able to detect patient connection and prompted "connect electrodes" which prohibited the device from being able to charge for defibrillation. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.